Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a failure code 808:05 which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 6.13.92 categorized as remediated.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
The condition of failure code 808:05 was confirmed but not duplicated and was found to be due to a defective pump head module. The pump head module was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).